Manufacturer narrative:
The reported complaint was not verifiable. Diligence for the return of the unit has not been successful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related MDR # (B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity (found after sterilization), the blade protector on the sternal saw was bent. Not sure how, or when it happened but definitely did not happen in the operating room (o/r). There was no patient involvement.